Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that there was an overdischarge due to difficulty achieving coupling during recharging. The battery healed at an angle and moved in certain positions. The health care professional (hcp) tool x-rays to see how the battery was implanted and decided to move the battery. A battery revision occurred on (B)(6) 2016. After the surgery, the recharger was placed on the site and full coupling was able to be achieved before suturing. The issue was resolved at this time. A follow-up appointment was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.